Manufacturer narrative:
Product complaint # (B)(4). Based on receipt of additional information, it was determined the insertion device is a competitor product and therefore depuy synthes is not the legal manufacturer of the product. As such, the insertion device was reported as a serious injury in error. The insertion device is being downgraded to not reportable as the insertion device is not a depuy synthes product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h6 medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that the unk insertion device was associated with an event during a planned knee prosthesis procedure. After the operation, it was discovered that a metal spike was missing from the prosthesis holder, which is a reusable instrument. Subsequent imaging revealed a metal fragment in the knee joint. The fragment did not cause any immediate problems, and the patient was consulted regarding possible future actions. It is uncertain whether the metal fragment will cause future issues, but this possibility cannot be excluded. The damaged instrument was not identified at the end of the operation, and the metal piece did not affect the knee joint during functional testing.